Event description:
The pump was returned for investigation. Investigation revealed a faded and reddish display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/03/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: investigation revealed a faded and reddish display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).